Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The reported problem (service code 204, "adjust belt" message) was confirmed. Upon investigation the electrode belt was unable to communicate with a belt. The cause for the failure was isolated to defective component x200 on the dn pca. The root cause for the defective x200 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing service code 204 (belt/monitor unusable) and "adjust belt" messages.